Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific rec'd information that thresholds and impedances have increased with this rv lead over the past few months. The lead will capture at high outputs in bipolar configuration, but not in unipolar configuration. V-tachy events were also stored indicating loss of capture. Technical services discussed possible lead connection issue and recommended further testing and x-ray to determine if there are any setscrew/terminal insertion problems. Additional information was provided indicating the lead was repositioned. As a result, this corrected the issues that were previously reported. The sales representative confirmed there was no further concern of a setscrew/terminal insertion problem. As of this report, the rv lead remain in service. Should additional information become available, this report will be updated.